Event description:
It was reported the patient was unable to increase the amplitude using any of his programs. Follow up identified the patient wanted to be referred to another physician to replace his current lead for a paddle lead.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.